Manufacturer narrative:
Section d4, h3, h4: additional information manufacturer¿s investigation conclusion the evaluation of heartmate ii lvas, serial number (B)(6) , confirmed driveline wire damage. Cosmetic damage at the terminus of the bend relief on driveline was observed which had been repaired with tape. The submitted log file contained data from (B)(6)2020 through(B)(6)2020 . The log file captured multiple pump stoppage events on (B)(6)2020 with corresponding hazard alarms for low speed and low flow while the system was supported by batteries. During pump stoppages, pump power was noted to be elevated up to 12.7 watts. No other atypical alarms were noted. For the remainder of the log file the pump maintained a speed above the low speed limit of 8800 rpm and appeared to be functioning as intended. The pump was returned assembled. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow cannula, apical sewing ring, sealed outflow graft, sealed outflow graft bend relief, and graft attachment were not returned. Evaluation of the outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of(B)(6) revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 0.5 inches and 14.0 inches from the pump housing (s/n (B)(6) ). A distal segment adjacent to the metal connector containing a repair was also returned measuring approximately 27.5 inches in length. An additional segment of the driveline was returned which measured approximately 17.0 inches in length. White tape was wrapped around the terminus of the bend relief. The connector pins and alignment indicators of both metal connectors appeared unremarkable. Continuity testing was performed on all segments of the driveline and all wires were found to be electrically intact. The clear bionate layers appeared unremarkable. Upon removal of the clear bionate layer, some separation and breakdown of the metal braided shield was observed approximately 9.0 inches and 10.0 inches -11.5 inches from the metal connector and also approximately 2.0 inches, 3.0 inches, and 6.0 inches -9.0 inches from the pump housing. Visual and microscopic examination of the driveline revealed multiple areas of damage: breaches on the black, brown, orange, yellow, and green wires approximately 2.0 inches from the pump housing, breaches on the red, orange, and yellow wires approximately 3.0 inches from the pump housing, and breaches on the red and green wires approximately 4.0 inches from the pump housing. The damage to the compromised wires appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield in these locations. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no additional breaches were observed. The yellow and green wires represent the redundant wires that comprise phase 1, the black and brown wires represent the redundant wires that comprise phase 2, and the orange and red wires represent the redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of any two compromised wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield while the system was operating on an untethered power source (such as batteries), the resulting phase-to-phase short would have caused the low speed events and pump stoppages reported by the account and seen in the submitted log file while connected to batteries. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that pump stoppages were observed. Technical services reviewed the submitted log files, and pump stoppages were confirmed. Technical services performed a distal end percutaneous lead (driveline) replacement. Patient underwent pump exchange on (B)(6) 2020.